Event description:
During use on patient and while introducing the delivery system, the stent of a 6x80cm flexstent was pushed out of the system. The procedure could be finished with another same like device. No patient consequences reported. Additional information is not available.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
While introducing the delivery system, the stent of a 6x80cm flexstent was pushed out of the system. The procedure could be finished with another device. No reported patient injury. Additional information is not available. The returned system was packaged in two plastic bags and shipped in a (B)(4) box. Once removed from the plastic bags it was observed that the distal end of the stent was deployed 15mm and the distal tip was retracted back inside the partially deployed stent. The position of the proximal stent eyelets relative to the distal end of the pusher tube and marker band were measured at 18mm and 3mm, respectively. Additionally, a kink in the outer sheath at the distal edge of the heat shrink tubing/ female luer was observed. The system was returned with the touhy borst valve tightened around the ss pusher shaft so that pusher shaft was secured, locking the pusher shaft preventing unintentional movement. The failure reported by the customer as ¿stent delivery system (sds) deployment difficulty-premature/in patient-during advancement¿ could not be evaluated. The delivery system is designed such that the touhy borst valve on the system¿s handle is tightened around the pusher tube to secure it in place during transit, system handling, and system delivery into patient preventing unintentional movement of the pusher shaft and premature stent deployment. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined, however analysis indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Given the condition the system was returned in, and the lack of information surrounding the procedure and events leading up to the premature deployment, a root cause could not be determined. The flexstent is deployed by holding the hypotube steady, loosening the hemostasis valve and pulling back on the outer sheath which exposes the stent while at the same time the distal tip/hypotube is held in place. As the analysis showed no sign of a manufacturing defect the only way the distal tip could be pulled back into the outer sheath would be to pull the hypotube back and hold the outer sheath steady which is completely opposite of the IFU directions for stent deployment. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.